Event description:
It was reported that the lens was explanted from the patient's left eye due to the lens dislocated posteriorly. The patient's prognosis is good.

Manufacturer narrative:
The device was returned for evaluation. A supplemental report will be submitted upon completion of the investigation.